Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this coronary sinus lead was explanted two days post implant due to loss of capture and high thresholds. A competitive replacement lead was implanted without further incident. No additional adverse patient effects were reported.